Manufacturer narrative:
A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.

Event description:
It was reported that during a routine post-op check, loss of capture was observed. Dislodgement was observed under fluoroscopy. The lead was explanted without difficulty. When the lead would not flush, the lead was replaced without issues. The patient left the lab in stable condition. The patient is doing well.